Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a heart transplant, the cardiac resynchronization therapy defibrillator (crt-d) had been left implanted in the patient and reached end of service (eos). It was noted at an unspecified time following eos, the device exhibited a charge circuit timeout and then an inactive charge circuit. The device remains inactive, yet implanted in the patient. No patient complications have been reported as a result of this event.